Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what appeared to be six shocks. The patient was hospitalized. This ICD remains in service. No additional adverse patient effects were reported.